Event description:
"The doctor used monarch retrieval system during laparoscopic (lc). The undersurface of the pouch broke when the monarch retrieval system was withdrawn together with the trocar from the body. "

Manufacturer narrative:
Upon receiving and evaluating product, a follow-up report will be submitted.